Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. Device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation (evl) procedure performed in the esophagus on (B)(6) 2013. According to the complainant, a patient with portal hypertension was being treated for esophageal varices. The device was tested outside of the patient, by successfully deploying the first band outside of the patient. However, during the procedure, the third band was unable to be fired, while in the process of ligating the lesion. The problem did not lead to any bleeding. The procedure was completed with a different device without patient complications, and the patient's condition was reported to be good. Post procedure, the suture was noted to be detached, and may have caused the deployment issue. It was not known when the suture detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation (evl) procedure performed in the esophagus on (B)(6) 2013. According to the complainant, a patient with portal hypertension was being treated for esophageal varicies. The device was tested outside of the patient, by successfully deploying the first band outside of the patient. However, during the procedure, the third band was unable to be fired, while in the process of ligating the lesion. The problem did not lead to any bleeding. The procedure was completed with a different device without patient complications, and the patient's condition was reported to be good. Post procedure, the suture was noted to be detached, and may have caused the deployment issue. It was not known when the suture detached.

Manufacturer narrative:
A visual examination of the device found the trip wire cinched in the handle slot and wound several times around the handle spool. Five bands were partially deployed. The suture had separated from all the bands, and was not attached to the ligator. The teeth of the ligator head were damaged. Failure to tighten the trip wire could ultimately impact the deployment activity of the bands. If slack was present in the tripwire during the procedure, it could cause the thread to move over the ligator teeth without deploying the bands properly and damaging the ligator head teeth, as found with this device. It cannot be confirmed that the trip wire was not secured properly during use; therefore, the most probable root cause was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.